Event description:
Information received by medtronic indicated that, customer reported differences between sensor glucose and blood glucose readings. Customer¿s blood glucose was 163 mg/dl and sensor glucose were 95 mg/dl at the time of the event. No harm requiring medical intervention was reported. Troubleshooting was performed and confirmed that, insulin delivery suspended due to difference in glucose readings and the difference is outside the acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.